Event description:
Procedure type: laparoscopic total gastrectomy. According to the reporter: during the procedure of the lap total gastrectomy, when the surgeon connect the anvil to the device body, it did not get to the orange line of the center rod, and the anvil remained tilted. Also the center rod, which was open maximumly, repeatedly went back, so the surgeon had to extend it each time. The anvil slit became deformed, and the surgeon gave up using the device and changed to an open procedure. The esophagus stump part was opened and another device was used for anastomosis. The operating time was extended by more than 30 minutes. Add'l tissue was resected. There was tissue damage.

Manufacturer narrative:
(B)(4).